Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. The lesion was located in the common trunk. During the procedure, a promus element stent migrated through the aorta to the arm. Angiogram showed that the stent was well positioned, so the physician elected to leave the stent in the arm. The procedure was completed with another promus element stent. No further patient complications were reported. Patient status is listed as stable. Additional information was requested but is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).